Event description:
The consumer reported that her daughter received burns form a hot/cold gel pack. She stated that her daughter received burns on her hand, arm, and foot as a result of this incident. The patient received medical treatment for her injuries. The consumer stated that she heated the hot/cold gel pack in her 1450 watt microwave for approximately 90-120 seconds, and then handed it to her daughter. The consumer further stated that the product leaked while the child was carrying the product, which caused her injuries. The directions for proper use states that the product should be heated in a 1000-1200 watt microwave for no more than 105 seconds. Kaz USA, inc. Requested that the product be returned to our company for lab analysis, but the consumer stated that she had already discarded it.